Event description:
Patient presented to the physician with migration and expulsion of the ipg. Physician brought the patient into the or, observed a seroma and potential infection, and removed the ipg.